Event description:
On (B)(6) 2011 customer reported that the dxc 600i instrument generated false low na results for 9 patient samples. Results were reported out of the lab. When the issue was noticed, samples were repeated on the other dxc in the lab, and results amended. Treatment was not initiated or withheld based upon the erroneous results reported. Field service engineer (fse) examined the instrument replaced the ratio pump and verified performance. This resolved the issue.